Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the supplies and infusion set site multiple times. The customer's blood glucose (bg) level was over 400 mg/dl and insulin injections were used to address the bg level. The customer was to continue to use the pump to manage diabetes and if another occlusion occurs, manual injections would be used.